Event description:
Fracture of implant shoulder (dental implant).

Event description:
Fracture of implant shoulder (dental implant).

Manufacturer narrative:
Implant region 27 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis following bone loss and implant instability. Material analysis concluded inhomogenous mechanical overloading of the implant.